Manufacturer narrative:
(B)(4). G2: foreign country: europe: romania. The device will not be returned for analysis, as the remainder of the pin is unavailable per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at the end of the surgery, the surgeon wanted to remove the femoral pins. After he managed to remove the pin, he found that its tip was broken. He performed an x-ray and found that the broken tip remained in the bone. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1 (unknown); d4; g4; h2; h3; h6. Review of the x-ray by a health care professional confirmed a retained broken-off metal guide pin present within the femur. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.